Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During setup, the thermogard console (sn (B)(4) displayed a tcmid:06 (ce post failure) error message. No further information was provided. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce), likely due to a failed component. Visual inspection of the thermogard console was performed, and no issues were observed. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine was replaced to remedy the fault. An event log data review was performed and showed a tcmid:06 (ce post failure) error message to have occurred around the customer's reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, the event log indicated tcmid:08 (coolant temp low) error message. The root cause of the tcmid:08 error was a defective cooling engine. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(6).